Event description:
It was reported that rv lead impedance was at lower limit and triggered the vibratory notifier. In clinic measurement was in range and stable. X-ray showed lead was normal with no noise producible on manipulation.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.